Manufacturer narrative:
Combination product? - corrected.

Event description:
It was reported that due to a right cylinder aneurysm the patient had his inflatable penile prosthesis (ipp) explanted.

Event description:
It was reported that due to a right cylinder aneurysm the patient had his inflatable penile prosthesis (ipp) explanted.